Event description:
The customer received questionable creatinine plus ver.2 (crep) results on their c501 analyzer. The units of measure were not provided. The patient's initial crep result was either 161 or 162. The patient had another crep result that was either 112 or 115 from a separate c501 analyzer. The patient had another result that was 108 from another cobas analyzer aliquoted from an mpa. The customer stated "both results were reported in which the doctors called the lab to query". It is unclear if the results came from the same samples. The patient was not adversely affected. The crep reagent lot number and expiration date were not provided. Clarification has been requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).